Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. (B)(4). Approximate age of device ¿ 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was found expired on (B)(6) 2018 by the police and a general practitioner. The patient was sitting in an armchair and was already mummified. An autopsy was not performed. It was reported that the cause of death was unknown, but that it was probably due to bleeding. The general practitioner did not report any source of bleeding, but found blood on the floor in several locations in the patient¿s residence. It was additionally noted that the patient was an alcoholic. No additional information was provided.

Manufacturer narrative:
The device was not explanted and was not available for evaluation. A direct correlation between the device and the patient¿s expiration could not conclusively be established through this evaluation. Bleeding and death are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.